Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise and oversensing resulting in delivery of an inappropriate shock. Additionally, the lead exhibited high out of range shock impedance measurements greater than 125 ohms and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected, and further review was recommended. Additional information was received that tachycardia therapy was programmed off in the associated cardiac resynchronization therapy defibrillator (crt-d). The physician plans to schedule a lead revision procedure for a future date. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture, lead body damage, including kinks, insulation abrasion, insulation tear. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the associated device case. The reported noise, oversensing, inappropriate shock, high out of range shock impedance measurements and high out of range pacing impedance measurements is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise and oversensing resulting in delivery of an inappropriate shock. Additionally, the lead exhibited high out of range shock impedance measurements greater than 125 ohms and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected, and further review was recommended. Additional information was received that tachycardia therapy was programmed off in the associated cardiac resynchronization therapy defibrillator (crt-d). The physician plans to schedule a lead revision procedure for a future date. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise and oversensing resulting in delivery of an inappropriate shock. Additionally, the lead exhibited high out of range shock impedance measurements greater than 125 ohms and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected, and further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being filed to correct the following fields from the previous submitted report: b1: adverse event/product problem b2: outcomes attrib to adv event b5: describe event or problem h6: impact codes

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise and oversensing resulting in delivery of an inappropriate shock. Additionally, the lead exhibited high out of range shock impedance measurements greater than 125 ohms and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected, and further review was recommended. Additional information was received that tachycardia therapy was programmed off in the associated cardiac resynchronization therapy defibrillator (crt-d). The physician plans to schedule a lead revision procedure for a future date. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.